Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
During removal of perm-cath the catheter cut and migrated to the heart. Implanted for 1 year.

Manufacturer narrative:
Based on the investigation completed, this was not due to a manufacturing issue. The catheter lumen appears to have perpendicular cuts along the shaft and at no point during the manufacturing operations is a perpendicular cutter used on the lumen. The device history record was reviewed and no there were no discrepancies noted in the manufacturing processes of this lot. The catheter passed all tensile strength requirements during testing the finished catheter also under goes a 100% visual inspection for cuts as well as a 100% leak test.